Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated. Visual inspection reported defects to the outer case. The functional evaluation found no faults. We have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause include kinks, leaks and blockages in the vacuum circuit, the IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a renasys go device was not able to perform suction correctly. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. No delay reported.